Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient is being revised for a worn insert which was from the early 1990's. Only the insert is to be revised.